Manufacturer narrative:
A fracture of the conductor was noted at 2.0cm from the connector pin. All five filars of the outer coil were found to be fractured at this location. This fracture is consistent with the observation from the field of high pacing impedance and noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented to the hospital after receiving a vibratory alert for high, out of range pacing lead impedance. Provocative maneuvers revealed noise on the ventricular channel and high impedance measurements. Coil separation and damage were seen on the external spiral from the is1 portion of the lead via fluoroscopy. The lead was connected to a pacing system analyzer, and out of range impedance measurements were seen when the lead stretched and normal measurements when the lead was not stressed. The lead was explanted and replaced with good electrical measurements. No adverse consequences were reported before, during, and after the event.